Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced an occlusion event and was alerted by alarm 2 followed by alarm 26. The blockage was found to be located at the site. Patient changed supplies as necessary and resumed insulin therapy. Patient noticed symptoms within 3 hours of insertion in the abdomen. No further information available.

Manufacturer narrative:
H 11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.